Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the cp with smartassist states the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported that the impella cp inserted successfully on a 63 year old male patient with shortness of breath that collapsed, and vf arrested. During support, it was noted the patient was feverish and septic looking. The impella was successfully weaned and explanted.